Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted due to the patient's dissatisfaction with their vision in the eye and a new lal implanted as a replacement (sn (B)(6), +21.0d). Rxsight's first awareness of this event was on 02/01/2024.